Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy. The cause of the event was not reported. It was reported that three days after hospitalization for pd catheterization, the patient experienced peritonitis and was treated with cephalosporin (intraperitoneal, dose, frequency and duration were not reported) for peritonitis. The patient was discharged after 14 days of treatment. On an unreported date, ¿within a month¿, the patient experienced peritonitis again. The patient was transferred to another hospital for treatment. The patient was treated with cephalosporin or vancomycin (intraperitoneal, dose, frequency and duration were not reported) and nemonoxacin malate (orally, dose, frequency and duration were not reported) for the event. At the time of this report, the patient was recovered from the events. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow up.